Manufacturer narrative:
Investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon I 20g from lot number 2314729 regarding item number 391592 with the reported issue of catheter tip damage. The device history review of material number 391592 with lot number 2314729 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on a retention sample where the investigating team has visually tested the samples for catheter tip damage and no catheter tip damage was found. Based on the photograph defect is confirmed. The exact root cause can only be determined if we receive the original sample.

Event description:
It was reported while using bd venflon IV cannula 20g the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: during cannulation venflon I 20g catheter tip damage.

Event description:
It was reported while using bd venflon IV cannula 20g the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: during cannulation venflon I 20g catheter tip damage.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.